Event description:
Healthcare professional (hcp) reported one incident of a fiber blood leak with the psn 210 dialyzer. Incident occurred immediately at the start of treatment and was noted by the cobe c3 hemodialysis machines's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed on a new machine with new disposables and completed without further incident. No pt injury or medical intervention was reported per hcp.

Manufacturer narrative:
Review of complaint history reveals no additional complaints for the lot number reported.